Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was not performed. Customer reported critical pump error. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with constant critical pump error alarm/open book image after battery installation. Unit was successfully download using thump software. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error (open book image) alarm. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using pump detailed trace it recorded pump error 63 (variable = 15, file number = 2017 line number = 147 was triggered three times on 23 mar 2024 from 20:46:48 to 20:47:01. Per engineering troubleshooting guide, it was determined the pump error 63 was due to twi interface (esf# : 3926945) on main/motor processor faulty. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage on electronic assemblies noted during visual inspection. Force sensor zero not within spec (50 mv). Unit also received with corroded battery tube, keypad overlay texture damage, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, cracked belt clip rails and scratched case. In conclusion, customer concern with critical pump error alarm was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.